Event description:
It was reported to boston scientific corporation that a resolution hemostasis cliping device was used on (B)(6), 2011.according to the complainant, the clip did not deploy after it locked onto the patient's tissue.attempts to obtain additional information regarding the event have been unsuccessful. Should any further relevant information be made available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was not returned with the device. Additionally, the control wire was separated per design. Functional examination showed the over sheath moved freely using the sheath grip. The reported event of clip failed to release from the catheter was not able to be confirmed due to the clip assembly not being returned. However, the device appears to have been deployed as designed and has no deformities. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis cliping device was used on (B)(6), 2011.according to the complainant, the clip did not deploy after it locked onto the patient's tissue.attempts to obtain additional information regarding the event have been unsuccessful. Should any further relevant information be made available, a supplemental MDR will be filed.